Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer for evaluation. The iol was visually inspected. Surface residuals (fiber/particles) and ovd (viscoelastic) residues were observed on the optic lens. It was observed that one (1) of the haptics was bent. The lens condition is consistent with a lens that was removed from the patient¿s eye. The complaint type of ¿haptic damaged¿ was verified by the visual inspection. However, there is no indication that the defect could be related to the manufacturing process. Therefore, it is suggested that the probable root cause is surgical technique related. All pertinent information available to abbott medical optics has been submitted.

Event description:
Follow up information indicated that the report concerned one patient and one intraocular lens (iol). The serial number provided in the initial report is correct; date of birth was changed in follow up #1.

Manufacturer narrative:
Corrected data: correction to the initial MDR report. Date (date of event) is corrected to (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of birth: (B)(6) 1952. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure as the haptic curved. No patient injury was reported and the lens was replaced with the same model lens. An incision enlargement was required. The doctor reported that two lenses were used, both having the same curved haptic. It was unknown which lens required the incision enlargement and both lenses are being reported. The second lens is being reported in a separate MDR.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was found to be within specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.